Event description:
In late 2008, the patient reported that her infusion sites continued to fall off of her body resulting in elevated blood glucose. She stated that infusion sites fall off after 24 hours of use and adhesive is not sticky and feels "almost like paper." She stated that tonight her infusion site fell off of her body and her blood glucose elevated to 351 md/gl. Symptoms of elevated blood glucose are sweating profusely and feeling sick to her stomach. Her normal blood glucose level is 130 mg/dl. She stated that she cleans her skin with alcohol prior to inserting the infusion site and she allows her skin to dry. She stated that the paper backing on the infusion site does appear to be peeling but the adhesive is not discolored. She stated that she swims 3 times per week and she covers the infusion site with an adhesive dressing to keep the infusion site dry. She was sent replacement infusion sets, an infusion site insertion device, adhesive dressings, and IV prep pads. The patient called back the same day, and reported that her infusion site fell off of her body and her blood glucose elevated to over 400 mg/dl. She stated she did not have any more infusion sets and she was going to the emergency room to get the appropriate supplies to lower her blood glucose. Upon follow up the same day, the patient reported that she used duct tape to adhere the infusion site to her body and her blood glucose lowered to 160 mg/dl. Upon further follow up three days later, the patient reported that the replacement infusion sets are working properly and the issue has been resolved. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.